Manufacturer narrative:
Date send to FDA: 03/14/97 without samples to evaluate or a lot number the alleged failure of the product to meet expected performance cannot be confirmed.

Event description:
The facility reports that at the completion of an i.v. Insertion the clinician "thought" she heard the click. When she removed the needle guard housing from the hub of the catheter she did not notice that approx 1/8" of the needle was sticking out. The clinician was stuck by that portion of the needle.